Event description:
It was reported that the patient's neurostimulator began to erode through the skin. The device was explanted. A replacement was implanted in the abdomen. The patient outcome was reported as recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.